Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis would not turn on and showed a black screen even after reboot. The field service engineer (fse) initially helped customer to isolate drawer 1 cubie, allowing the station to power up. Then went on-site, fse found drawers 1 and 3 unplugged, and the unit running. Drawer module 1 had a defective controller and printed circuit board (pcb) preventing power-on. Fse replaced the drawer controller and pcb, tested with hardware test application (hta) self-test, and customer verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis device did not power on and displayed a black screen even after it was rebooted. The customer reported that they had to manually request medications from the pharmacy, which caused a delay in patient care. There were no adverse events or injuries reported based on this event.